Manufacturer narrative:
The unit returned in a generic plastic bag. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed the distal housing of the transducer was with no shattered pieces. The guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The sterile bag was not returned.

Event description:
It was reported that a sterile bag tear occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. An opticross hd imaging catheter was introduced to visualize the target lesion, but was unable to cross the lesion. During the procedure, the sterile bag covering the motor drive unit 5 ripped. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable.